Manufacturer narrative:
B5 describe event or problem updated. H6 device code updated.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx pro laa closure device with delivery system (wds). In (B)(6) 2024, computed tomography angiogram identified a thrombus or hypoattenuation thickening on the surface of the closure device. The patient was instructed to discontinue rivaroxaban and begin apixaban in response to the thrombus and undergo a follow-up examination in six (6) months. It was further reported the thrombus was laminar and non-mobile. The closure device was slightly shifted towards the mitral valve and a noticeable gutter was present with the limbus ridge.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx pro laa closure device with delivery system (wds). In (B)(6) 2024, computed tomography angiogram identified a thrombus or hypoattenuation thickening on the surface of the closure device. The patient was instructed to discontinue rivaroxaban and begin apixaban in response to the thrombus and undergo a follow-up examination in six (6) months.